Event description:
It was reported that the customer pulled out the sensor and the electrode could not be seen. The transmitter doesn't blinking when connected to the sensors. Customer has had several issues with the sensor and wanted to stop using the product. A couple of sensors were slightly bent at the tip. It was stated that there was a puncture wound and the customer could feel like there is something in there. Customer was advised to go to the doctor to check if the electrode is still inside his skin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.